Event description:
It was reported that the patient had a fall ¿last week¿ and needed reprogramming. Additional information received reported that there was a shocking or jolting sensation. This occurred during a recharge session following a fall. The patient was hospitalized for 3 days and then released. The recharging session was then performed the day she was released. The shocking occurred down her left leg and chest. No changes to stimulation itself were noticed and it was noted that the intended stimulation location was the lower back. Follow-up was performed to determine if any troubleshooting had occurred and what the results were. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was having a procedure on 2015 (B)(6) and the lead was going to be checked when the implantable pulse generator (ipg) was disconnected. The impedances were noted to be fine when the patient was last seen by the manufacturer representative (rep). The physician wanted to test the lead and see if the patient got the uncomfortable pain when the stimulation was turned on like they were getting when the ipg was turned on. Additional information received reported that the patient had the procedure done and the ipg was replaced. During the procedure, the ipg was disconnected from the lead and the impedances were checked with the multi-lead trialing cable (mltc). They were within normal range. The spinal cord stimulator (scs) was then tested for coverage and the patient was able to feel the sensation where it was needed. The painful feeling she had before the procedure was not experienced. The physician decided to replace the ipg. It was tested once connected and the impedances were normal. It was noted that the scs was working well. The device was returned for analysis. The patient had experienced a painful sensation instead of the tingling sensation around the ipg and down the left leg. The ipg site was painful when the scs was turned on. This event will be updated if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned neurostimulator model 37714, serial # (B)(4), showed no significant anomalies. Analysis of the returned plug/boot accessory showed no anomalies.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.